Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. No additional information is available at this time. Internal complaint number: (B)(4).

Event description:
Director of clinical engineering and applied technologies contacted technical solutions to report an underinfusion volume discrepancy. They reported that they did not know what the expected volume was, but that the physician was able to aspirate all 20ml from the reservoir. The patient had a previous catheter revision, and has had multiple falls since then. The patient also reported a lack of therapy. Director of clinical engineering and applied technologies visited the office and patient and reported that the patient's pump still had dye in the cap and the stem. It was stated that the doctor wanted to reset the fav, then the next fluoroscopy image showed a fav in a normal position. A prime stem and catheter was programmed, and there was no change after the prime was completed. There was still dye in the cap and the stem. The physician, at that time, made the decision to turn on the pump and do a volume check in two weeks. Additional communication confirmed that the patient's pump was later replaced and discarded, and there was no information available related to the planned volume check.